Manufacturer narrative:
Investigation is on-going at this time. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported blocking of the valve with the clinical consequence of continuous aspiration with gas aspiration. The action they took was to change the trumpet valve. No known patient injury reported.

Manufacturer narrative:
No sample was received for evaluation therefore we are unable to confirm the issue reported. However, cardinal health has become aware of an issue in which the hydroline and pulse wave trumpet valves may not close properly, which could cause continuous suction. There is a remote possibility that inability to control suction during a procedure may result in loss of carbon dioxide in the abdomen, reduced visibility of the surgical site and potential injury to organs and body tissue. Cardinal health has issued a voluntary recall that was initiated on june 11th 2018.